Event description:
The cordless driver 2 was sent for evaluation due to an unknown substance coming out of the device during testing. There was no pt involvement and no adverse consequences as a result of the event.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.